Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of cardiac arrest and death. However, there is no documentation in the file to show a causal relationship between the adverse event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. This patient has a recent history of acute myocardial infarction with an internal defibrillator and additional unspecified cardiac issues. The cause of death was documented as cardiac arrest. All dialysis patients are at an increased risk for mortality with the greatest cause of death being cardiac disease and approximately 20% attributed to acute myocardial infarction. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient passed away during the night while connected to their cycler. Additional information was obtained from the pdrn during follow-up. The patient was in treatment on (B)(6) 2019 when they went into cardiac arrest. The phase of treatment is unknown. The patient¿s internal defibrillator was going off during the arrest. 911 was called and emergency medical services (ems) arrived at the home. Ems could not obtain a stable rhythm and the patient was pronounced deceased at the home. The patient has a history of cardiac issues which included a recent acute myocardial infarction (mi) approximately six weeks prior to death. There were no reported issues with the liberty select cycler or any fresenius product(s) related to the death. The cause of death was documented as cardiac arrest.